Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. No additional information was provided.

Manufacturer narrative:
It was reported that the patient concurrently underwent cystocele repair, suprapubic tube and cystoscopy.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent anterior colporrhaphy due to pop, sui and cystocele. It was reported that following insertion the patient experienced extrusion, infection, urinary problems, recurrence, bleeding and dyspareunia. It was reported that patient underwent mesh revision on (B)(6) 2015 due to erosion and recurrence. No additional information was provided. (B)(4).

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2002 and a mesh was implanted. It was reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.